Event description:
It was initially reported that the customer's device was constantly giving a "motion detected" message during analysis of a simulated pt rhythm. After eval by physio-control, it was observed that the ECG signal in "paddles lead" was flat and would not detect a pt rhythm. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and replaced the therapy pcb assembly. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.